Event description:
It was reported that the patients right atrial (ra) lead exhibited an alert for high atrial impedance levels. This has been a known issue and the patients device was previously programmed to vvir due to patient condition of chronic atrial fibrillation (af). Ra lead sensing is still good and the lead remains implanted. The health care professional (hcp) was instructed how to turn off alert in order to prevent lead alerts in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694758, lead; implant: (B)(6) 2009. (B)(4).